Event description:
It was reported that the customer was hospitalized for high blood glucose of 485mg/dl. It was reported that while the customer was in the emergency room for psychiatric reasons, his blood glucose went up. Troubleshooting was performed. The programming on the insulin pump was correct. The basal, bolus, and daily totals matched. The customer stated that there was blood at the site when the infusion set was removed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.